Event description:
Legal counsel (B)(6), received a letter from (B)(4) solicitors on (B)(6) 2013. The letter, from (B)(4) solicitors, is addressed to depuy orthopaedics and is a letter of claim in relation to a male patient who underwent a right hip replacement in (B)(6) 2009. (B)(4)solicitors reported that in (B)(6) 2011, the patient's blood levels reached 112 for cobalt and 78 for chromium. (B)(4) reported that in (B)(6) 2012, the patient had a gradual onset of groin pain and he noticed two lumps, one on each thigh. The patient underwent an MRI scan in (B)(6) 2012, which revealed elongated fluid collection on the right side (9.5 x 5.3 x 2 cm) overlying the right greater trochanter, in keeping with trochanteric bursitis. (B)(4) reported that on the left side there were two further fluid collections, the anterior collection (10.4 x 3.6 x 3.7) extending along the path of the ilio-psoas muscle into the pelvis and the posterior collection (11.5 x 5 x 3.6 cm) lying between the poster superior aspect of the hip and the gluteus medius muscle. (B)(4) reported that the appearance is indicative of alval and following the MRI results. A revision on the patient¿s right hip has also been recommended. However, (B)(4) reported that the patient is too nervous currently to have this operation.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mac-9988-5460, lot # fm097395, description: std mitch trh cp sz 54/60, manufacturer: depuy. Cat # mmh-9988-0054, lot # fm060374, description: mitch trh md hd sz 54 +0, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding an adverse reaction with fluid accumulation involving an accolade stem was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A review of the device history records indicates all devices accepted into final stock met specifications. There have been no other events for this lot. The exact root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. This event is under the scope of ra 2012-080, initiated in response to the field safety notice for mitch trh cup /head when implanted with the uncemented accolade stem. A review of post-market surveillance data suggested a higher than expected revision rate for this device combination. The field safety notice advises against this combination and recommends patients be followed according to local guidance/standard of care for patients receiving metal on metal articulations.

Event description:
Legal counsel (B)(6), received a letter from (B)(6) solicitors on (B)(6) 2013. The letter, from (B)(6) solicitors, is addressed to depuy orthopaedics and is a letter of claim in relation to a male patient who underwent a right hip replacement in (B)(6) 2009. (B)(6) solicitors reported that in (B)(6) 2011, the patient's blood levels reached 112 for cobalt and 78 for chromium. (B)(6) reported that in (B)(6) 2012, the patient had a gradual onset of groin pain and he noticed two lumps, one on each thigh. The patient underwent an MRI scan in (B)(6) 2012 which revealed elongated fluid collection on the right side (9.5 x 5.3 x 2 cm) overlying the right greater trochanter, in keeping with trochanteric bursitis. (B)(6) reported that on the left side there were two further fluid collections, the anterior collection (10.4 x 3.6 x 3.7) extending along the path of the ilio-psoas muscle into the pelvis and the posterior collection (11.5 x 5 x 3.6 cm) lying between the poster superior aspect of the hip and the gluteus medius muscle. (B)(6) reported that the appearance is indicative of alval and following the MRI results. A revision on the patient's right hip has also been recommended. However, (B)(6) reported that the patient is too nervous currently to have this operation.